Event description:
On (B)(6) 2014, a female pt, a (B)(6) was injected with 1.5cc of radiesse in the cheeks by an unk person claiming to be a doctor. On (B)(6) 2014, the pt went to physician (dr (B)(6)) for treatment of an abscess under the eye. The pt stated she had gone to there over the weekend for swelling o the right side of her face; however, they did not provide any treatment. The treating physician prescribed bactrim for the pt and further treatment procedures were discussed; including surgical incision and drainage (I&d). The pt was informed that the I&d procedure would be performed through her mouth. The pt became alarmed about the procedure and she has not returned to the office.

Manufacturer narrative:
During follow-up with the office mgr (om) on 12/03/2014, it was reported that the pt has not contacted them since the office visit on (B)(6) 2014. The om stated she attempted to contact the pt; however, has not been able to reach her. No further info has been provided. The radiesse lot number was not provided; therefore, the DHR could not be reviewed.